Event description:
Boston scientific crm received information that this clinic nurse contacted technical services to discuss a high right atrial (ra) pacing impedance (greater than 2000 ohms) measurement as reviewed from a latitude report. The out-of-range (oor) measurement occurred in (B)(6) 2010 followed by several other oor measurements. There have been some measurements in the 1700 ohm range, however, after (B)(6) 2010, the measurements have been stable at 700 ohms. The patient was presented to the clinic for follow-up in (B)(6) 2010 and no pacing impedance variances were identified during patient isometrics or pocket manipulation. Technical services discussed a possible connection issue but since measurements have now remain stable, the physician may want to continue monitoring. The clinic nurse agreed with technical services's assessment and will suggest continued monitoring to the physician.

Manufacturer narrative:
The available information suggests that this patient's device and ra lead system remain in-service.

Event description:
Subsequently, boston scientific received information in (B)(6) 2011 that this clinic nurse contacted technical services to discuss a yellow alert (high pacing impedance) and the pacing impedance history of this patient's ra lead. Sensing continues to be normal and the ra pacing thresholds are slightly elevated (0.9 volts from 0.6 volts). There is no evidence of electrogram noise. Technical services discussed continued monitoring. The clinic nurse planned to discuss this further with the physician. No invasive intervention was planned at this time.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. All of the seal plugs were intact. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. Manual impedance testing was performed and the measured ra and rv impedances were within design specification. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
Boston scientific received information in (B)(6) 2018 that this device was received at boston scientific's return products department.